Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the thrombus has been updated to in-stent thrombus and the degradation of timi flow was noted to be due to a vasospasm related to a non bsc guide inside the vessel.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced thrombosis. The target lesion was located in the proximal portion of the saphenous vein graft in the mid left anterior descending artery with 70% stenosis. It was 13 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement of a 3.50 x 16 mm taxus element stent. Following post-dilatation, residual stenosis was 10%. Post procedure lesion description indicates that a thrombus was present following stent placement. It was also noted that there was degradation of timi flow from timi 3 pre-procedure to timi 2 post procedure. The patient was discharged the next day on aspirin and prasugrel.